Manufacturer narrative:
The reported issue was investigated via remote support by a philips response center engineer (rce). The customer stated that a "speaker malfunction" inop was displayed on the mx800 and no sound was coming from the device. The rce recommended that the customer restart the monitor which resolved the reported issue. The "speaker malfunction" inop was no longer displayed and sound was emitted by the monitor. Based on the available details, the exact cause for the reported issue could not be established. No subsequent calls were received from the customer regarding the reported device and issue.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue mx800 patient monitor and no sound was coming from the device. The device was in use on a patient. There was no report of patient or user harm.